Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that possible helium loss 3 alarms occurred. It was noted that there were no visible kinks, and all connections appear to be intact. The insertion site does not appear obstructed. The clinical support specialist (css) noted very slight kinking on the bpw. There is no blood noted in the tubing. Nsr, autopilot, pattern trigger. Alarm history showed 3 helium loss 3 alarms. Css requested the staff call back if the alarm re-occurs. (B)(4). The staff called stating that the alarm has started again. Helium loss 2 and 3 noted on alarm history. Leak test performed; catheter failed leak test. As a result, intra- aortic balloon (iab) was removed without difficulty or complication. Patient remained stable off iabp therapy so second iab was not inserted.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is not confirmed. The returned iabc was investigated with no leaks detected. No alarms were noted during the pump testing of the returned iabc, and no damage or abnormalities were noted to the returned inflation driveline tubing. Additionally, the returned iabc outer lumen was found kinked, and it is possible that the kinked outer lumen could cause alarms. The returned device passed functional test specifications for the reported event. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that possible helium loss 3 alarms occurred. It was noted that there were no visible kinks, and all connections appear to be intact. The insertion site does not appear obstructed. The clinical support specialist (css) noted very slight kinking on the bpw. There is no blood noted in the tubing. Nsr, autopilot, pattern trigger. Alarm history showed 3 helium loss 3 alarms. Css requested the staff call back if the alarm re-occurs. 2256- the staff called stating that the alarm has started again. Helium loss 2 and 3 noted on alarm history. Leak test performed; catheter failed leak test. As a result, intra- aortic balloon (iab) was removed without difficulty or complication. Patient remained stable off iabp therapy so second iab was not inserted.